Event description:
It was reported that this right atrial (ra) lead was explanted due to a non product experience. At this time further information form the field is not available. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Amendment: this event is no longer reportable since information form the field indicated there no issues with this device.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a non product experience. At this time further information form the field is not available. A new device was implanted. No additional patient effects were reported. At a later date, information from the field indicated this lead was extracted to obtain venous access, with the lead presenting no issues.